Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Product ID: 407652 implantable pacing lead, implanted: (B)(6) 2010. Product ID: 419478 implantable pacing lead, implanted: (B)(6) 2010. Product ID: 694765 implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device experienced unexpected longevity and reached elective replacement indicator (eri) in only 3 1/2 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.